Event description:
Boston scientific received information that the patient with this device was hospitalized due to an increase in pacing thresholds which then contributed to loss of capture. All implanted leads were competitor products, with the field stating the clinical observation was the outcome of a pharmacological change and not due to a product malfunction. This device was reprogrammed to support maximum outputs until drug levels declined. The patient was hospitalized for observations during this period.

Event description:
Subsequently, device interrogation confirmed appropriate capture during threshold testing. All threshold values presented normally, with outputs again adjusted in accordance with the threshold decline. No events were observed in device history and the field confirmed normal device operation.

Manufacturer narrative:
Once further information is received, this event will be updated.